Event description:
The catheter was inserted on (B) (6) 2008, and the fixation was correct. Approximately 8 cm of catheter tubing was left outside of the body. The procedures for administration and maintenance were correct; however, the s curve in the line was not well defined. On (B) (6) 2008, she verified there is a crack in the catheter nearby the oval disc.

Manufacturer narrative:
Additional information has been requested. Upon completion of the investigation, a supplemental report will be completed. (B) (4)